Event description:
Pre-op diagnosis: morphine pump failure, chronic pain. Post-op diagnosis: severe damage of catheter at the interlaminar space. Procedure(s):morphine pump revision (10mg/ml in pump, no changes in pump), partial explantation of previous subcutaneous catheter, explantation of intrathecal catheter, implantation of new catheter system, connector at the left parasagittal lumbar incision.